Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to traces of previous moisture presence on electrical board around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails has rubbed off and become illegible.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received critical pump error and a broken force sensor was detected during seating or regular delivery. The customer's blood glucose level was 84 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to a high magnetic field. Prior to the event, the customer had placed the pump in storage mode after receiving the broken force sensor detected during seating or regular delivery alarm. The customer put the battery back into the pump and that is when the customer found the critical pump error image on the screen. Prior to the incident, the customer reported bumping the insulin pump.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.